Event description:
Per literature, "gutter impingement after total ankle arthroplasty", 8 out of 75 inbone replacements required a secondary gutter resection after receiving an inbone prosthesis.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no device failure. The complaint, surgical technique, and IFU were reviewed. The product was not returned. (B)(4).